Event description:
The nurse reported that three central nurse's stations (cns) were in comm loss with the monitored devices. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported that three central nurse's stations (cns) were in comm loss with the monitored devices. Nihon kohden had contacted the customer for clarification on this matter, but they were unresponsive. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) recommended the customer log into the cns and verify the settings that were in use. The customer stated they do not have access. Nk ts recommended they contact the biomedical engineer (bme) to access the settings. Follow-up attempts to the customer were not responded to. With the available information, it is reasonable to determine the root cause to be the facility's network environment. A review of serial number history shows no recurrence of the reported issue. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The nurse reported that there are 3 central nurse's stations (cns) that are not communicating. It appears to be an issue with 3 cnss in communication loss with devices. Nihon kohden has contacted the customer for clarification on this matter, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the 2 other central nurse's stations (cns) were being used in conjunction with the cns, but no model or serial numbers were provided.

Event description:
The nurse reported that there are 3 central nurse's stations (cns) that are not communicating. It appears to be an issue with 3 cnss in communication loss with devices. Nihon kohden has contacted the customer for clarification on this matter, but they have been unresponsive. No patient harm reported.